Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). The aneurysm diameter was 47mm pre-operatively. During this initial procedure, the main body was placed via the right approach, cannulation was performed via the crossover lumen. Contralateral cannulation was not completed within 14 minutes of polymer fill. One ovation ix limb was placed on the contralateral side and two ovation ix limbs were placed on the ipsilateral side. After touch up the angiography confirmed no endoleaks and the procedure was completed. Follow-ups were carried out on (B)(6) 2022 and (B)(6) 2023. The aneurysm diameter remained 45mm during this period, and no endoleaks were confirmed. On (B)(6) 2025, during a follow-up, the aneurysm diameter was 50mm, and an aneurysm enlargement of over 5mm was confirmed. There were no endoleaks or migration, and the patient was placed under observation. It was decided that no further intervention was required at this time, and a follow-up would be carried out in 6 months.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The patient was placed under observation. No additional investigation of this reported adverse event/incident is planned. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.